Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. D4: batch # t5ax45. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. Could you please provide more details for ¿were fragments generated? Yes¿? Could you please clarify if any piece fall into the patient? If yes, were they retrieved? Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a pph procedure, the surgeon used the pph03 and fired the device, but not all staples closed to b shape. Surgery was delayed about 30 minutes due to hand sewing. Fragments were generated, but were not easily removed without additional intervention. The surgeon continued with hand sewing and used a bipolar device for achieving hemostasis. The procedure was successfully completed. There were no patient consequences reported and no other medical intervention was required.